Manufacturer narrative:
The meter was returned and investigated. The meter's power consumption was within specification. Fast draining battery was not observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported the battery is fast draining in her freestyle freedom lite meter and as a result of being unable to obtain any readings, she passed out. The customer reportedly self-presented to a health care facility where she was told "she had a fainting spell." Neither diabetes-related diagnosis nor treatment was provided. No self-treatment was reported. There was no report of death or permanent impairment associated with this medical event.